Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-42606.

Event description:
Customer reported her insulin pump shut off during the middle of the night and he went to go see his doctor. Customer reported his blood glucose was over 400 mg/dl so he went to go see his doctor. Doctor wanted him to go to the hospital because he had ketones. Customer treated with the insulin pump and blood glucose started to lower. Troubleshooting for blank display was performed. Customer reinserted same battery and the device turned back on. Customer was advised to monitor the device. No further information reported.